Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on 2026-04-22, the physician accessed the remote site (smart view website) and downloaded the source file of the gali 4lv sonr crt-d 2844 (s/n: (B)(6) to a pc. The source file was then imported into smart touch using a usb flash drive. However, upon checking the smart touch display, the message ¿no patient data available¿ was displayed, and the data had not been installed; therefore, the data could not be reviewed. This issue occurred on two smart touch. The physician verified the source file data on the remote site. Information on the smart touch used. 1. Smart touch(s/n: (B)(6). 2. Smart touch(s/n: (B)(6).